Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted trans gastric to treat a gastric outlet obstruction during an endoscopic ultrasound (eus) gastrojejunostomy procedure performed on (B)(6) 2025. During the procedure, the physician was able to enter the axios from the stomach to the jejunum with no problem utilizing the erbe generator. He then attempted to deploy the first flange as usual. Although he heard the click indicating successful deployment, the stent flange did not open as expected under eus. To help resolve the issue, the physician walked through the axios handle and showed how to continue deployment when the first flange is not visible. The stent was removed, and it was noted to be partially deployed. The procedure was completed by replacing and using another of the same device. Due to stent deployment failure, it was removed, leaving a small perforation between the stomach and jejunum. It was noted that the patient was admitted, and the perforation was sutured; the patient is currently stable. The issue remains ongoing. Note: it was reported that the axios stent was intended to be implanted during an endoscopic ultrasound (eus) gastrojejunostomy procedure. However, according to the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm or larger in size and walled-off necrosis 6 cm or larger in size with at least 70% fluid content, provided they are adherent to the gastric or bowel wall. The device is not indicated to be implanted from stomach to jejunum.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f08 captures the reportable event of hospitalization. Imdrf impact code f2301 captures the reportable event of additional device required. Block h11: the device was not returned; however, media analysis was performed on photographs provided by the complainant where it was possible to observe the stent partially deployed. Media analysis confirmed the reported event of stent partially deployed as the stent was observed in this condition. Stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. Additionally, based on the information provided, the as reported code device use of device issue - misuse can be confirmed. It is unknown if the clinical observation were due to the technique used during the procedure, anatomical conditions or related to device malfunction. For this reason, they will be classified as cause not established. Therefore, taking all available information into consideration, the overall root cause of the reported events is known inherent risk of device. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use/product label. The stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm or larger in size and walled-off necrosis 6 cm or larger in size with at least 70% fluid content, provided they are adherent to the gastric or bowel wall. The device is not indicated to be implanted from stomach to jejunum; however, it was reported that the axios stent was intended to be implanted during an endoscopic ultrasound (eus) gastrojejunostomy procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted trans gastric to treat a gastric outlet obstruction during an endoscopic ultrasound (eus) gastrojejunostomy procedure performed on (B)(6) 2025. During the procedure, the physician was able to enter the axios from the stomach to the jejunum with no problem utilizing the erbe generator. He then attempted to deploy the first flange as usual. Although he heard the click indicating successful deployment, the stent flange did not open as expected under eus. To help resolve the issue, the physician walked through the axios handle and showed how to continue deployment when the first flange is not visible. The stent was removed, and it was noted to be partially deployed. The procedure was completed by replacing and using another of the same device. Due to stent deployment failure, it was removed, leaving a small perforation between the stomach and jejunum. It was noted that the patient was admitted, and the perforation was sutured; the patient is currently stable. The issue remains ongoing. Note: it was reported that the axios stent was intended to be implanted during an endoscopic ultrasound (eus) gastrojejunostomy procedure. However, according to the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm or larger in size and walled-off necrosis 6 cm or larger in size with at least 70% fluid content, provided they are adherent to the gastric or bowel wall. The device is not indicated to be implanted from stomach to jejunum.

Manufacturer narrative:
Blocks h7, h9 and h11 have been updated block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f08 captures the reportable event of hospitalization. Imdrf impact code f2301 captures the reportable event of additional device required. Block h11: the device was not returned; however, media analysis was performed on photographs provided by the complainant where it was possible to observe the stent partially deployed. Media analysis confirmed the reported event of stent partially deployed as the stent was observed in this condition. Stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. Additionally, based on the information provided, the as reported code device use of device issue - misuse can be confirmed. It is unknown if the clinical observation were due to the technique used during the procedure, anatomical conditions or related to device malfunction. For this reason, they will be classified as cause not established. Therefore, taking all available information into consideration, the overall root cause of the reported events is known inherent risk of device. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use/product label. The stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm or larger in size and walled-off necrosis 6 cm or larger in size with at least 70% fluid content, provided they are adherent to the gastric or bowel wall. The device is not indicated to be implanted from stomach to jejunum; however, it was reported that the axios stent was intended to be implanted during an endoscopic ultrasound (eus) gastrojejunostomy procedure. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.